Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 may 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
Per case notes. The hcp was able to remove the sensor, during another removal attempt. No further information could be gathered, due to lack of information. No further investigation was found necessary. H3: device evaluated by manufacturer? Yes.